Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.75x16mm promus element drug-eluting stent was advanced to treat the lesion. However, advancing difficulty was encountered and it was noted that the stent was damaged. No patient complications were reported.